Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to treat a lesion in the superficial femoral artery popliteal artery using an inpact pacific device. During the procedure, it was reported that a balloon twist occurred during inflation. The device was prepped with no issues noted. The procedure was completed using another inpact pacific device. No patient injury reported please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.